Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during laparoscopy a small part of the powershield hull is broken and fell into situs. Part could not be found anymore. No person injured. Immediately after part broke and fell in it could be seen and retrieved.